Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl. The customer indicated that the cause of elevated bg was unknown; however, suspected that the infusion site (abdomen) may be becoming more insulin resistant. Bg was treated by completing an infusion set change and administering a manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.